Event description:
It was reported that the patient passed away on (B)(6) 2022 due to progressive multiorgan failure (mof). The patient suffered from therapy resistant right heart failure (rhf) which progressed into mof. The device operated as expected.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricle failure, multi-system organ failure, and patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Death and multiple organ dysfunctions/failures, including right heart failure, are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.